Event description:
The manufacturer received information alleging that the device may be waterlogged and service required. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was not reproduced. During evaluation of the device, the third-party service center visually inspected the device and found auto CPAP advance w/modem with burned components, ui bezel plus with damaged and humidifier water tank and inlet/ outlet seal were contaminated. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed. The pca was replaced. Lastly, the device has passed all functional testing.